Event description:
Pt came to infusion center approx 1300 on (B)(6) 2018 for 72 hours bag. Pt received a dose from the 72 hours bag and then was sent home. At approx 1600, pt called saying that the pump was leaking. Pt returned to the infusion center and the bodyguard tubing (lot #19202, exp: 08/01/2021) was leaking at junction where the tubing leaves the pump.